Manufacturer narrative:
This MDR serves as a correction to correct the f10. Adverse event problem codes. Reference to complaint#: (B)(4).

Manufacturer narrative:
Intuvie received a pump and during device testing, the infusion pump failed the ground resistance test, measuring 0.392 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.093 ohm. Reference to complaint #: (B)(4).

Event description:
The device was returned to intuvie for testing. During evaluation, the pump failed the ground resistance test with a measured value of 0.392 ohm (acceptance criterion: < 0.1 ohm). No patient harm was reported.